Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Customer reported that "during priming situation there was a leakage notice in the jvr." No known consequences for the patient. (B)(4).

Manufacturer narrative:
The sample has been visually inspected and leakage at the sealing has been detected. Thus the failure could be confirmed. Most possible root cause could be determined as material failure. Device history record of the complained lot has been reviewed and no abnormality was found. As a corrective action (B)(4) was released, and conducted a training and instructed the operators to be more attentive about the visual controls of the bags and informed regarding to the complaint the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).